Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (route, dose, and frequency not reported, duration not reported though ongoing at the time of this report) for peritonitis. The action taken with dianeal therapy was unknown. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.